Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging their onetouch verio iq meter was displaying a blood reading as control message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 contacted lfs for assistance at an unknown time. The patient manages his diabetes with an unknown type/dose of insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient reported obtaining a reading of ¿377mg/dl.¿ the patient denied developing any symptoms of high or low blood glucose and reported self-treating with 18 units of insulin at 12am on (B)(6) 2014. . At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved after troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms and did not administer in appropriate self-treatment. However, this complaint is being reported because the alleged product issue remained unresolved.